Manufacturer narrative:
Concomitant products: product ID: 3487a-45, lot# v006523, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead. Product ID: 377645, lot# v008353, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead. Product ID: 3708140aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension. Product ID: 37752aa, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension. Product ID: 37742aa, serial# (B)(6), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s chronic pain condition worsened over time and stopped responding to their implantable neurostimulator (ins) approximately 6 months before the device was removed ((B)(6) 2012). The patient met with their surgeon who told them that their degenerative spine condition had worsened to the point where they needed a fusion. The ins was explanted at the time the fusion was performed. It was reported that the patient was fully recovered from the event. The indication for use for the device was noted as postlaminectomy pain. If additional information is received, a follow-up report will be sent.